Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator underwent an left ventricular assist device procedure. A code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery. It is unknown at this time if the patient received a shock. Technical services discussed troubleshooting options. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.